Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/15/2020. H.6. Investigation: four open 32g x 4mm pen needle samples were returned from lot. No. 9240216, cat. No. 320561 along with four open samples from lot. No. 0084090 and four open samples from lot. No. 9162546. Visual examination was carried out on the returned samples and a bent non patient end of cannula was observed on all twelve samples. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 3 bd ultra-fine¿ pro pen needles were difficult to operate as the injection button could not be pressed. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter, translated from german to english: "insulin cannot be administered because the injection button cannot be pressed ("injection cannot be triggered").

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 bd ultra-fine¿ pro pen needles were difficult to operate as the injection button could not be pressed. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "insulin cannot be administered because the injection button cannot be pressed ("injection cannot be triggered")".